Manufacturer narrative:
Concomitant medical product: zimmer shell, catalog# 65875305401, lot # 62446006; zimmer liner, catalog# 00875101132, lo t# 62479079; zimmer head, catalog# 00801803214, lo t# 62491173. (B)(4).

Event description:
Patient underwent left hip revision procedure approximately 5 months post-implantation due to periprosthetic fracture of the femur. The femoral components were revised. No further information has been provided.